Manufacturer narrative:
(B)(4). It was reported that the patient would have a new peritoneal dialysis catheter placed and would remain hospitalized until it was placed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - during follow up with the reporter, they stated that the patient had recovered from the relapsing peritonitis and was discharged from the hospital on the same day as recovery (duration of hospitalization after recovery from initial peritonitis was 45 days). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, malaise, fever, and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal amikacin (100mg, frequency not reported) and intraperitoneal cephalothin (1g, frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Twenty seven days prior to this report, the antibiotics treatment was completed and the patient recovered. Eighteen days later, the patient experienced relapsing peritonitis, manifested by abdominal pain and constipation. The cause of the peritonitis was unknown. The patient was hospitalized and discharged that same day. Three days later the patient was started on intravenous vancomycin (1g diluted in 250ml of sodium chloride, the patient received 20ml). During the infusion, the patient experienced an unrelated medical emergency and the vancomycin was stopped. That same day, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with intravenous amikacin (500mg, frequency not reported) and intraperitoneal cephalothin (1g, frequency not reported) for peritonitis. At the time of this report, antibiotic therapy remained ongoing and the patient remained hospitalized in ICU for an unrelated medical condition. The patient's pd catheter has been removed and they are being switched to hemodialysis. At the time of this report, the patient is recovering. No additional information is available.